Event description:
A customer reported that the equipment presented problems with aspiration during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessories, with no delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and found a phaco handpiece that gave system message (sm) (loose tip). The phaco handpiece was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was found to be attributed to a nonconforming phaco handpiece. (B)(4).